Manufacturer narrative:
A ge representative evaluated the system and reformatted the cine disk and reloaded calibration files. System operates as intended. (B)(4).

Event description:
The customer reported the monitor intermittently goes black. No pt injury was reported.